Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported implant fracture with inflammation at tooth site 36.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one unknown biomet implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar. Additionally, there was blood and debris on the implant due to usage. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR 0002023141-2022-02731.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR 0002023141-2022-02731.